Event description:
It was reported by the patient that the device was malfunctioned approximately one month after implant. The patient also said the doctor stated one of the leads "poked a hole" in the heart. It is not known with which lead this occurred. The status of the device and leads are not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.